Event description:
Pt undergoing vertical banding gastroplasty. Mercury filled bougil esophageal dilator inserted through surgeon. Surgeon punctured the dialator during the stapling process, causing mercury to leak from the dilator into the pt. Leak noticed when dilator removed. Mercury also leaked onto surgical towels and floor. Mercury spill kit used to recover the mercury. Unrecovered mercury equaled 0.018 lbs. Unknown quantity remained in pt.